Event description:
Customer reported that the paramedics were called because he was in a car accident and was hospitalized due to injures and low blood glucose. Customer stated that the blood glucose reading was under 40 mg/dl when paramedics arrived. Customer stated that he had a surgery and after his surgery he has been experiencing low blood glucose for a while. Customer stated that he passed out behind the wheel while he was driving due to low blood glucose and ended up in an accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.